Event description:
The customer reported the s5 anesthesia monitor did not audibly alarm for a "straight line" ECG waveform. The clinicians who were present in the operating room at the time in question immediately saw the "straight line" ECG and responded to the patient's condition by performing cardiopulmonary resuscitation measures. The patient has anoxic encephalopathy as a result of the event.

Manufacturer narrative:
A follow-up report will be submitted when the investigation is complete.